Manufacturer narrative:
Occupation: other, senior counsel, litigation. As reported, the patient underwent placement of an optease inferior vena cava filter. Per the medical records, the patient has a history of deep vein thrombosis and menorrhagia. The filter was deployed via the right common femoral vein. The filter was placed in the infrarenal area above the venous bifurcation. The filter was in a good position. The patient tolerated the procedure well. Per the patient profile form (ppf), the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava. The ppf also states the patient continues to experience multiple blood clots, high blood pressure mental anguish, stress and fear. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported in the legal brief, the patient underwent placement of an optease vena cava filter which is still in place, and recent studies confirm the filter now presents more risks than benefits, including an increased risk of forming a blood clot. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of fife, disability, and other losses. The patient will require continued close monitoring of the filter, medications to reduce the risks of new blood clots, and may need a risky surgery to attempt to remove the filter. Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis and menorrhagia. The filter was deployed via the right common femoral vein. The filter was placed in the infrarenal area above the venous bifurcation. The filter was in a good position. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava. The form states that the filter has been in place more than 90 days, too risky to attempt retrieval and future perforation and fracture are likely. The patient became aware of these events approximately eight years and two months after the index procedure. The ppf also states the patient continues to experience multiple blood clots, high blood pressure mental anguish, stress and fear.